Event description:
Samii a. "Spinal accessory neuropathy after deep brain stimulation for parkinson's disease." Stereotactic and functional neurosurgery 2007, 85(6):296-298. It was reported that the pt underwent staged bilateral subthalamic nucleus deep brain stimulation electrode implantation of a medtronic deep brain stimulation system; the first electrode (model number unk), was implanted in the right subthalamic nucleus. Bleeding occurred from a superficial neck vein just above the right clavical when the tunneler passing device was removed. The bleeding was controlled when the extension was removed and pressure applied. A new subcutaneous tract was created and the extension was implanted. Postoperatively, the pt had right shoulder pain, ecchymosis lateral to the implantable pulse generator, and difficulty raising his right arm (weakness). He was subsequently diagnosed with right spinal accessory nerve injury (palsy), that had been confirmed by neuromuscular electrodiagnostic studies (electromyography and nerve conduction), possibly caused by a stretch injury to the nerve when the subcutaneous tunnel was created for placement of the extension device. Nerve conduction studies conducted six weeks after implant had revealed markedly reduced amplitude of the compound muscle action potential (cmap), from the right trapezius (0.6mv), compared to the left trapezius (7.4mv), with similar distal latencies. Needle electromyography had depicted positive sharp waves and fibrillation potentials and acute denervation in the upper, middle, and lower right trapezius was suspected. One month after the procedure, the pt had 2/5 strength in his right shoulder elevation/abduction and atrophy of the right upper trapezius. Six weeks after the procedure, findings from nerve conduction and electromyography studies had suggested a poor prognosis. The pt had electrode implantation in the left subthalamic nucleus 8 months after the first surgery, without complication. Nine months after the procedure, the pt had significantly improved pain, minimal atrophy of the right upper trapezius, and nearly symmetric shoulder strength. Within 1 yr and after extensive rehabilitation during recovery, the pain, shoulder weakness, and trapezius muscle atrophy had nearly completely resolved.

Manufacturer narrative:
.

Manufacturer narrative:
Please note that event date is based off the date of publication of the article as the actual event date was not provided.